Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had experienced unexpected restart. The customer's blood glucose was 162 mg/dl. Customer states that for the past 4 batteries he have to be add. Time and date as pump is requesting it. Last night he received unexpected restart, which was cleared afterwards. Troubleshooting was performed for unexpected restart and customer states the pump was not stored or not in use for an extended period of time. Alarm occurred shortly after inserting a new battery. Unexpected restart alarm is not recurring during normal pump use. Customer has an additional new battery. Advised to remove the current battery from the pump and insert a new battery. Pump alarmed unexpected restart alarm. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.